Event description:
It was reported that during a stenting treatment procedure, a vessel rupture occurred. Vascular access was obtained through the right femoral artery. The 55% stenosed target lesion was located in the moderately tortuous and moderately calcified left iliac artery. Vessel diameter of the right iliac artery was less than 7mm, vessel diameter of the left iliac artery was almost 9mm. Stenosis was present in both left and right iliac arteries. Pre-dilation was not performed. The physician attempted to advance this 10.0x60x75cm express vascular ld stent to the left iliac with difficulty. The stent delivery system (sds) could not cross the bifurcation. The physician attempted to remove the express ld sds, however, he "could not withdraw the stent out of the body either". The decision was made to deploy the stent in the right iliac artery. Two balloon inflations were made for stent deployment, on the third inflation, the proximal right iliac "could not bear the express ld" and the vessel "ruptured" beside the stent. Another manufacturers' stent graft was implanted to treat the "rupture". No further patient complications were reported and the patient's status is good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
The reported condition of alarmed occlusion 2 minutes after start of infusion causing an interruption of therapy was confirmed and duplicated due to the motor becoming detached from gear box. The motor was replaced to correct the reported condition. (B)(4).

Event description:
The biomed technician at customer's facility called baxter technical service on (B)(6) 2010 to report an infusor pump that alarmed occlusion . On 3/24/10, additional information was obtained from the crna at customer's facility reporting pump alarmed and stopped infusing two minutes after start of infusion causing an interruption of therapy. The patient was being administered propofol for sedation. The pump was exchanged and therapy continued. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.

Manufacturer narrative:
(B)(4).